Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported by the customer that they received a no delivery alarm. It was also reported that the lcd display screen was blank. Troubleshooting occured. Customer's blood glucose level at the time 180mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.